Event description:
Complainant alleged that during biomed testing the device failed to power on with battery power. The device powered on with ac power. Complainant indicated that there was no pt involvement in the reported malfunction.